Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the faulty module controller and pmc boards for drawer 6 in the main. A field service engineer found there were no lights for the module controller board. Further, replaced both the drawer and pmc boards for drawer 6 in the main. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system's drawer 6 had failed and was not detected on the bus. The customer stated that this malfunction occurred while issuing medications and resulted in a slight delay in accessing the medication. There were no adverse events or injuries reported based on this incident.